Event description:
(B)(6)---needle issue; (B)(6)---product quality issue from jpsr: client here for seasonal flu vaccine. Attempted to administered high dose vaccine to right deltoid. Medication squirted around needle, needle lot #: 4333135; vaccine lot #: ut8470d. No cracks noted to needle, not over tightened to vaccine hub.